Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the display of the freestyle libre 2 reader had cracked and the customer was therefore unable to view glucose readings. The customer experienced a loss of consciousness, and after regaining consciousness, was able to self-treat with glucose. There was no report of death or permanent injury associated with this event.